Manufacturer narrative:
(B)(4). Shoulder implant is capturing the ball taper. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the literature article entitled ¿glenohumeral arthrolysis of the osteoarthritic shoulder in anatomical total shoulder arthroplasty¿ by t. Smith; m.f. Pastor; a. Gettmann; m. Wellmann; and m. Struck; published in oper orthop traumatol on (B)(6) 2014, was reviewed. The purpose was to evaluate the clinical outcomes of a total shoulder arthroplasty to assess if there was a decrease in pain and increase in range of motion. The products used were the global ap shaft, anchor peg glenoid, shoulder arthroplasty system (depuy synthes). Between 2009 and 2010, an anatomical shoulder endoprosthesis was implanted in 53 patients. A total of 43 patients were tracked over a period of an average of 32 months. There was a 9% rate of complications which were as follows: one patient had a postoperative infection with detection of staphylococcus epidermidis who required a two stage revision, with a change to an inverse total shoulder endoprosthesis. Two patients experienced a hematoma which required revision. One patient sustained a fall during follow-up rehab leading to insufficiency of the subscapularis muscle and thus resulting in instability. There was a revision and refixation of the tendon , there were no further dislocations under restrictive follow-up treatment.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.